Manufacturer narrative:
D4. Serial corrected. H6. Medical device problem code a150204 failure to advance was replaced with a150206 difficult/unable to insert through other device. H6. Health effect - clinical code e2343 hemodynamic instability was replaced with e2403 no (clinical) signs, symptoms, or patient involvement.

Manufacturer narrative:
Corrected information was provided in d1 and d4. Upon review, the brand name and primary UDI number have been updated. Corrected information was provided in e1. Upon review, it was identified that it was inadvertently omitted from the initial report. H6 component code, type of investigation, investigation findings, and investigation conclusions codes have been updated to reflect investigation closure. The cause of the difficult/unable to insert through other device was determined to be patient condition related since the patient had a tortuous left femoral artery.

Manufacturer narrative:
This is one of two related reports. This report represents the first impella cp used and another report will be submitted to represent the second impella cp used on the patient. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Clinical narrative: an impella cp device was inserted via the left femoral artery in a 66-year-old male patient presenting with acute myocardial infarction complicated by cardiogenic shock (ami/cgs). The patient¿s comorbidities were unknown. The patient¿s clinical state prior to initiation of support was identified as scai shock stage e. The left femoral artery was tortuous, making it impossible to guide the impella through the sheath. The physician decided to place a new impella cp, and the original catheter was not saved. The device will be conservatively reported for hemodynamic instability due to temporary hemodynamic support interruption during the exchange; however, the exchange was performed with no consequence to the patient, and support was resumed without any known adverse events.

Manufacturer narrative:
Added d3 manufacturer fax was omitted during initial report. H6 investigation: type, findings, and conclusion codes and h6 component codes were updated accordingly based on the completed investigation. The cause of the difficult/unable to insert through other device was determined to be patient condition related since the patient had a tortuous left femoral artery.